Event description:
When medicine is injected into needleless port, tubing becomes disconnected during critical point in the anesthetic care of the pt. This tubing has malfunctioned during several anesthesia events by disconnecting at the "pump segment" when medication is injected in proximal needleless valve thereby contaminating the tubing and losing the medication injected.